Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not preforming properly. Customer's blood glucose level was 440 mg/dl. A supply change was preformed to address the issue and resumed insulin delivery.